Event description:
It was reported that the alumina head broke and required revision. Co has no information about the involved patient or hospital. The rptr has reported this case to the another agency.